Event description:
It was reported that this pacemaker was unable to be interrogated using a communicator. Technical services (ts) was consulted and troubleshooting was performed but it was unsuccessful. This device remains in service. No adverse patient effects were reported. At a later date, this device was interrogated and it was discovered it had entered safety mode. Ts was consulted and discussed therapy delivery settings under safety mode, with a device replacement recommended. This device remains in service. No adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was unable to be interrogated using a communicator. Technical services (ts) was consulted and troubleshooting was performed but it was unsuccessful. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was unable to be interrogated using a communicator. Technical services (ts) was consulted and troubleshooting was performed but it was unsuccessful. This device remains in service. No adverse patient effects were reported. At a later date, this device was interrogated and it was discovered it had entered safety mode. Ts was consulted and discussed therapy delivery settings under safety mode, with a device replacement recommended. This device remains in service. No adverse patient effects were reported.